Event description:
Philips received a complaint on the patient information center ix indicating that one of four speakers is not working even after replacement. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). A philips remote service engineer (rse) spoke to the customer and found the issue was due to a loose connection between the speaker rack and speaker. The customer resolved the issue be refitting the loose connection. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.